Event description:
The customer stated that he tested his blood glucose using his elite and contour meters. The elite meter read 41 mg/dl, while the contour read 211 mg/dl. The difference between readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting of the test strips. Control tests performed showed the system to be operating as designed, so, no product will be returned.